Event description:
Additional information was received from a healthcare provider on 2017-jul-17. It was reported that the only issues the patient was having were related to difficulty filling the pump. The pump flip was reportedly confirmed, and when the hcp went in on (B)(6) 2017, the pump was tacked down to the fascia again. The pump flip and difficulty refilling were considered resolved. The cause of the pump flip and difficulty refilling the pump was noted to be excessive body habitus. It was noted that the patient had significant loose panus after a large weight loss. The patient's height was reportedly (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2017-jul-03 regarding a patient receiving morphine and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a pump flip was suspected on an unknown date. The patient reportedly told the hcp that the pump was flipping around. On (B)(6) 2017, the patient's doctor went back in because the patient was having issues, but it was unknown what the findings were. On (B)(6) 2017, the patient started having severe back pain and incontinence. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.